Manufacturer narrative:
The field service engineer (fse) verified the integrity of the liquid level detection (lld), pressure sensor voltages, straight mixer paddle, and the pinch valve tubing. He checked the operation of the rinse stations for the reagent probe, mixer, and sipper probe. He performed operational, mechanical, and verification checks with acceptable results. The fse did not find any cause for the issue. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample tested on a cobas e411 disk. The initial result was not reported outside of the laboratory. The initial result indicated that it needed to be diluted prompting a rerun of the sample. The instrument diluted the patient sample. The initial result of the undiluted sample was 10000 miu/ml with a data flag. The first repeat result of the diluted sample was 10 miu/ml with a data flag. The second repeat result of the diluted sample was 13778 miu/ml. The third repeat result of the diluted sample was 14012 miu/ml. The second and third repeat results of the diluted sample were deemed correct. The reagent lot number is 584579. The expiration date was requested but not provided.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 did not indicate an issue. The qc recovery was within -2sd. There was no indication for a performance issue of the reagent or instrument. The alarm trace had a sample volume insufficient and a clot alarm on the date of the event, close to the time sample was processed. This is an indication of possible poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.